Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert while the pump was plugged into charge. In addition, it was reported the battery gauge was incorrectly displayed and a temperature alarm occurred while the customer was within labeled temperature range. Customer's blood glucose level was 79-123 mg/dl. Reportedly, customer had manual injections as alternate insulin therapy.